Event description:
It was reported that this patient was not dependent, however the right ventricular (rv) lead had observations of chronic high out of range pacing impedances greater than 2000 ohms. There were also observations of noise that was oversensed as non-sustained episodes, where anti-tachycardia pacing (atp) was not capturing. The lead was surgically capped and replaced. No additional adverse patient effects were reported.